Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify nor duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device did not deliver shock during testing. There was no patient involvement reported with the event.